Manufacturer narrative:
The specific date of the medical event was not provided. The date listed is an approximation of the date based on the information provided. All pertinent information available to abbott diabetes care has been submitted. This is a final report. The medical event was linked to a training issue; hence no product investigation will be undertaken.

Event description:
Customer contacted adc customer service on (B)(6) 2016 to request training in performing a blood glucose test. While on the call, customer reported that on an unspecified date/time "last month" she had been admitted to a hospital due to high blood sugar. Customer noted she had received the adc blood glucose meter prior to going to the hospital. During the call, customer stated she had another meter (unknown brand) which was not currently working. Customer noted receiving unspecified third-party medical treatment, but before further information was provided she disconnected the call. It is unknown what specific treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.